Event description:
It was reported to baxter (B)(4) that an ipump experienced "when the air in line went through no alarm as sounded" was reported. It is unknown when and where this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed revealing an occlusion pressure reading failed. Pump was re-end and passed all subsequent testing. A service history review was also performed revealing the reported condition is not related to any previous reported problem for this pump. Device evaluation: the reported condition of "the air in line went through no alarm sounded" involving an ipump was not confirmed nor reproduced during device evaluation. The root cause was not identified. No repairs were made to fix the reported condition